Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The patient effects of death, sepsis, infection, and tissue injury are listed in the prostyle instructions for use as potential adverse events associated with use of the suture mediated closure devices. Based on the case information, there was no conclusive cause(s) for the reported difficulty, and the relationship to the product, if any that can be determined. There is therefore, no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.. B2, b3: estimated date.

Event description:
It was reported that a patient who underwent hemostasis with [perclose] during a transcatheter aortic valve implantation (tavi) procedure three years ago died from an infection (sepsis). The tavi procedure was performed at (B)(6) hospital and the patient was later transferred to a hospital where a family member works as a nurse (a facility similar to a nursing home), where the patient passed away. The time of death was not recent; it occurred after the transfer, and there have been various exchanges since then. During these exchanges, a plastic surgeon examined the suture site and diagnosed lymphatic leakage, complicating the situation. A cardiovascular surgeon indicated that the [perclose] suture was the cause. No further information could be obtained.